Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to recurrent dislocations of a competitor femoral head from a stryker constrained liner. Possible cause or contributor for dislocations not reported to the rep. The liner was exchanged for the same device (different lot). Rep reported that no further information is available.